Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 500-515 mg/dl with moderate to high ketones, but was not identified as life threatening. Elevated bg was addressed via a manual injection and supply change. System check with tandem technical support confirmed that the pump was functioning as intended. Reportedly, the customer will reach out to hcp regarding elevated bg.